Event description:
It was reported that a patient experienced peritonitis with a cold water infection coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient had recovered from the peritonitis event. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date in the same month as the onset of peritonitis, the patient was hospitalized for the event. On unreported date(s), the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. Although it was reported that the patient experienced peritonitis throughout the month that the event began, the patient was recovered from the peritonitis prior to experiencing peritonitis in the final month of that same year. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). It was reported that the patient experienced peritonitis with cold water infection on an unreported date in (B)(6) 2014. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.